Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record of part 314.050-us lot 3377597 showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a cannulated 4.0mm hexagonal screwdriver broke while performing an open reduction internal fixation of a pelvis fracture. The surgeon inserted the 6.5mm cannulated screw over the guide wire and during the final tightening the screwdriver tip broke off into the patient. With fluoroscopy imaging the surgeon used a pituitary rongeur to retrieve the main fragment without further incisions. The surgeon elected to leave the two smaller fragments within the patient and does not plan to reoperate. The surgeon used a spare screw driver to complete the final tightening. There was a ten minute delay as a result of the event. The surgeon was able to complete the procedure successfully without patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis an evaluation was performed on the returned device. As per received condition of device; the hexagonal tip is partially broken off and the remaining part is twisted. The device was produced and distributed in february 2010. The source of the manufacture date is the release to warehouse date. The broken off fragments are not available for investigation. The manufacturing record shows that the correct material and hardening procedure was used and that the device met fully the specifications when left our facility. The exact root cause cannot be determinate due to the condition of the device. The breakage was caused by a misuse of the instrument and the screwdriver was probably not fully inserted into the screw recess. By this situation the force was not allocated on the whole tip as designed, and a mechanical overload situation could cause the breakage. The relevant dimensions cannot be checked anymore due to the bad condition of the parts. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.